Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting white particles were found within the v60 ventilator tubing during a service evaluation. The device was not in clinical use. There was no report of patient or user harm. The bench technician reported no known prior failures; the unit was evaluated as part of annual preventative maintenance (pm) services. The investigation is ongoing.

Manufacturer narrative:
Bench repair replaced the tubing kit to resolve the issue. Preventive maintenance activities were completed. The device was operational and passed all performance verification testing after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00223. All information from the original report(s) has been transferred to this report.